Event description:
It was reported by a surgeon that an edwards bioprosthetic aortic valve was explanted due to stenosis after an implant duration of approximately eight years. No additional information has been provided by the reporting hcp.

Manufacturer narrative:
Additional manufacturer narrative: the reporting hospital declined edwards' attempts to obtain additional information and records due to patient privacy concerns. The explanted valve has not yet been returned for evaluation either. Without return and evaluation of the explanted device, the nature/mechanism of the reported stenosis cannot be identified or evaluated. Many factors can contribute to the onset and propagation of bioprosthetic valve stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The device history review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency that may have caused or contributed to this event.